Event description:
It was reported the patient experienced flu like symptoms that occurred about a month ago. The physician attempted to perform a side port aspiration and could not aspirate. There was a catheter blockage. A catheter revision was being done. The pump was delivering bupivacaine 10 mg/ml and morphine 30 mg/ml; dose 17 mg/ml. Additional information reported the patient experienced flu like symptoms indicated as nausea and under dose symptoms noted as increased pain, nausea and less than 50% therapy relief. The physician performed a side port aspiration and could not draw back any drug or cerebrospinal fluid. Trouble shooting involved a dye study, rotor/roller study, x-rays and the logs were checked. The catheter was occluded. It was believed the medication ¿cocktails¿ may be the cause. Surgical intervention was performed and the catheter was replaced. Patient status was indicated as alive; no injury. The pump was delivering morphine concentration 30 mg/ml; dose 17.975 and bupivicaine concentration 10 mg/ml; dose 5.992. Additional information reported the location of the occlusion could not be determined as the doctor could not aspirate. The physician tied off the old catheter and implanted a new catheter. The catheter remains in the patient. The patient is doing "just fine."

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type: catheter. Product ID: 8598, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).